Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 08/01/2025, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 08/11/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e172001 captures the reportable event of abscess. Imdrf patient code e2339 captures the reportable event of ulcer. Imdrf patient code e1906 captures the reportable event of infection. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a patient underwent a spaceoar vue device placement. The patient experienced a large ulcer in his pararectal area after the procedure. The patient also experienced a large abscess in the same distribution area as the hydrogel placement roughly one year after the hydrogel was placed. The management includes intravenous (IV) antibiotics and interventional radiology (ir) drainage. The patient received prostate radiation that was interrupted by proctitis.